Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the unit was delivered to the customer on october 18, 2012. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: since it has been more than 8 years since the delivery of the said device, the legal manufacturer assumed that the component parts of the coupler have deteriorated due to long-term repeated use, and that the clamp has come off, or that the user has dropped the said equipment. The legal manufacturer reported that the following are described in the instruction manual and may have prevented the leak and hole in the cable. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. The following are described in the instruction manual. This may have prevented the detached coupler. ·do not strike the camera head. The camera head may be damaged. As a result of confirming DHR, it was confirmed that there were no abnormal in manufacturing, special adoption, and unevenness.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿clamp on the coupler broke off and serial number plate is missing¿ was confirmed. In addition, the cable insulation was found punctured. The unit failed the leak test. The cause of the physical damage to the coupler and cable cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the clamp that is on top of the camera head that clips onto the machine was broken off and the serial number plate was missing. There was no patient involvement.